Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18nov2020.

Event description:
A touchscreen issue was reported. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and determined the touchscreen needs to be replaced. The fse replaced the touchscreen and the issue was resolved.